Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. A 5.00 mm x 8 mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications. Patient was in good condition.